Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient alleges pain, numbness, and elevated metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records revealed MRI of the right hip was performed on (B)(6) 2014. Additional information in patient medical records note that on (B)(6) 2010, (B)(6) 2014, and (B)(6) 2014 patient's blood was tested.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient alleges pain, numbness, and elevated metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient alleges pain, numbness, and elevated metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified. Additional information received in clinical notes allegedly indicate patient experiencing pain in joint in multiple sites including the pelvic region and thigh, other malaise and fatigue, hypothyroidism and hyperhidrosis. Additional information received from the patient reported the patient was revised on (B)(6) 2015. Patient reported inflammation around the joint was noted during the procedure. The head and cup were removed and replaced with legacy biomet head, taper and legacy zimmer cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. Metal on metal articulating surfaces have limited clinical history. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05755 / 05756).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05755 / 05756).

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient alleges pain, numbness, and elevated metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified. Additional information received in clinical notes allegedly indicate patient experiencing pain in joint in multiple sites including the pelvic region and thigh, other malaise and fatigue, hypothyroidism and hyperhidrosis.